Event description:
A malfunction alarm identified as malf 12 was reported. The customer's blood glucose level remained within the normal range at 7.7 mmol/l. Technical support provided instructions to reset the pump, and after doing so, the malfunction did not recur. The customer was advised to continue using the pump and to contact technical support if any further issues occurred.